Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Drill broke during surgery, left in the patient.

Manufacturer narrative:
Product inquiry states the drill, ao, sterile t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. The review of the device history records revealed no discrepancies. The reported event was not confirmed as the device in question was not available for evaluation and thus, a physical examination of the device was impossible. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Drill broke during surgery, left in the patient.